Event description:
It was reported, the video system center had a power button malfunction. Where sometimes, it did not start up the device. The issue occurred, during preparation for use in a diagnostic screening. The issue was fixed. And the procedure completed using the same device. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint was confirmed. Based on the results of the investigation, it is likely the issue occurred due to failure of the power switch. However, a definite root cause that led to the malfunction could not be identified. Olympus will continue to monitor field performance for this device.